Event description:
This case was reported via regulatory authority (B)(4) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal scheduled") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced myalgia ("intense muscle pain radiating to the shoulders, neck and lumbar region"), limb discomfort ("very disabling feeling of paralysis"), gait disturbance ("difficulty walking"), headache ("frequent very bad headache"), fatigue ("extreme fatigue, feeling of exhaustion"), dizziness ("dizzy spells"), gingivitis ("inflammation and infections of gums") and noninfective gingivitis ("inflammation of gums"). On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (removal of essure scheduled for (B)(6) 2017). At the time of the report, the medical device removal, myalgia, limb discomfort, gait disturbance, headache, fatigue, dizziness, gingivitis and noninfective gingivitis outcome was unknown. The reporter provided no causality assessment for medical device removal, myalgia, limb discomfort, gait disturbance, headache, fatigue, dizziness, gingivitis and noninfective gingivitis with essure. The reporter commented: starting in 2013, numerous consultations with specialists who were unable to determine the cause of all the symptoms described. Effective management was not possible. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced device removal scheduled approximately 4 years after insertion. Device removal, considered serious due to medical significance, is anticipated in the reference safety information of essure. In this particular case, the patient reported intense radiating muscle pain and other events of general or non-gynecological nature, stating that alternative medical explanations had been excluded and that essure removal was planned. Based on the available information, a causality of essure for the device removal cannot be excluded (related). The case was classified as incident in line with the ha assessment and because device removal was planned. No active follow-up can be pursued in this ha case. A product technical analysis is expected.

Manufacturer narrative:
This case was reported via regulatory authority (B)(4) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal scheduled") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced myalgia ("intense muscle pain radiating to the shoulders, neck and lumbar region"), limb discomfort ("very disabling feeling of paralysis"), gait disturbance ("difficulty walking"), headache ("frequent very bad headache"), fatigue ("extreme fatigue, feeling of exhaustion"), dizziness ("dizzy spells"), gingivitis ("inflammation and infections of gums") and noninfective gingivitis ("inflammation of gums"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure scheduled for (B)(6) 2017). At the time of the report, the medical device removal, myalgia, limb discomfort, gait disturbance, headache, fatigue, dizziness, gingivitis and noninfective gingivitis outcome was unknown. The reporter provided no causality assessment for dizziness, fatigue, gait disturbance, gingivitis, headache, limb discomfort, medical device removal, myalgia and noninfective gingivitis with essure. The reporter commented: starting in 2013, numerous consultations with specialists who were unable to determine the cause of all the symptoms described. Effective management was not possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 653 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced device removal scheduled approximately 4 years after insertion. Device removal, considered serious due to medical significance, is anticipated in the reference safety information of essure. In this particular case, the patient reported intense radiating muscle pain and other events of general or non-gynecological nature, stating that alternative medical explanations had been excluded and that essure removal was planned. Based on the available information, a causality of essure for the device removal cannot be excluded (related). The case was classified as incident in line with the healthy authority assessment and because device removal was planned. No active follow-up can be pursued in this ha case. The product technical analysis concluded a quality defect was not confirmed but considered plausible.